Event description:
The patient called lifescan and alleged that their meter was set to the incorrect unit of measurement. The patient contacted their physician for advice and they were told to take their oral medications for their diabetes, which the patient did. The patient retested their blood glucose after taking their medications. No other treatment was reported. No symptoms were reported. Due to a spontaneous/unintentional power interruption, the meter reverted from the "mg/dl" to the "mmol/l" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction. No replacement items are being sent.